Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was give problems and sticking, button were sticking, insulin squirted out while priming. The customer¿s blood glucose was unknown. Customer reported that the insulin pump got random no delivery alarms and backlight was diminished. The insulin pump will not be returned for analysis.